Event description:
The customer observed red cell droplets on the foil of mts gel cards that had been processed on the ortho provue analyzer. Fluid on top of the gel card foil can lead to carry over and/ or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. No patient samples were being tested, therefore, erroneous results could not have been released as a result of this incident.

Manufacturer narrative:
An ocd field engineer (fe) visited the site. The field engineer reported that the pressure in the fluidics system was out of specification. The fe performed the appropriate adjustments to return the analyzer to expected operation.